Event description:
It was reported that during a colon resection procedure, when they went to close the device, the indicator needle did not move. They continued to tighten and felt resistance but the needle did not go into the green area. The device was fired and it fired correctly. They felt the snap. Once open, a couple of the staples were not formed. They were open. The area was over sewed. It is unknown on what part of the staple line the staples did not form. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what device was used for the proximal and distal transaction of the bowel? What color reload? Unk on what tissue type was the device used? Colon what purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) unk how was the purse string placed, by hand or with an assist device? If an assist device, what product? Unk was the spike of the trocar inserted through bowel lateral or through the staple line? Unk what confirmation did the surgeon receive that the anvil was firmly attached? Unk when the device was fired, what was the location of the indicator within the gap setting scale? No, would not go into the green area was buttressing material utilized? No was the instrument fired across or near an existing staple line or clip? No how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Felt the snap were any unexpected noises heard? No were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No what steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Air test is there any other additional information you would like to share about this device, procedure, patient or physician? No what were the indications for surgery? What was found? Asku does the patient have any relevant history of surgical treatments? If so, what? Asku what are the patient¿s age and sex? Asku did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes, surgical assistant was there a recent conversion to ees devices in this account or with this surgeon? Last fall the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.